Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by restarting the system. The philips field service engineer (fse) examined the system onsite and confirmed that the image on the monitor ceiling suspension (mcs) was frozen. Review of the log file shows malfunctioning flexviewing-pc. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found defect in mother board and computer didn¿t show the image on big screen. To resolve the issue, fse replaced flexvision pc. After replacement the device returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If unable to show image issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. An unable to show image issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the image on the monitor ceiling suspension (mcs) was frozen. The system was in clinical use. No harm was reported to philips. Philips has started an investigation of this complaint.